Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 6 weeks (specific date not reported) due to infection as previously reported. However, the issue could not be resolved and the abutment was removed on (B)(6) 2021. This report is submitted on january 19, 2022.

Manufacturer narrative:
This report is submitted on december 15, 2021.

Event description:
Per the clinic, the patient developed an infection (specific date not reported) at the abutment site. Additional information has been requested but has not been made available as of the date of this report.